Event description:
(B)(4). The dentist reported 30 days after the dental implant was installed in intraoral region #28 it was verified its non osseointegration. 80 ncm of primary stability was achieved and immediate load was performed.